Manufacturer narrative:
The cpu pcba was received for failure investigation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The piezo buzzer (ls1) was failing intermittently due to the insulation resistance being out of specification at 437.1 kohms.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Date of report: 16jul2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device is displaying diagnostic code 1104 backup alarm failed error message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse recommended ordering and replacing the cpu board. Customer replaced cpu board to correct 1104 code and is requesting help reprogramming the device. The customer replaced the cpu board and programmed the device to resolve reported issue. The ventilator passed all testing and operated within the manufacturing specifications.